Manufacturer narrative:
Per t:flex user guide: never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer connected a new infusion set tubing, and did not disconnect from the infusion set site while filling the tubing. Customer technical support verified that 18.3 units of insulin were used to fill the tubing, but the customer did not know exactly how much was inadvertently delivered. The customer's blood glucose level was 151 mg/dl. Cts advised customer to consult with health care provider (hcp) as it is unknown how much was inadvertently delivered. Customer declined to provide anymore information about the event and declined follow-up.